Event description:
Baxter (B)(4) received a report that an infusor leaked during infusion. The concomitant medical products are currently unknown. This condition interrupted therapy and potentially caused a breach in the sterile fluid pathway of the device. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one infusor, with a pcm (patient control module) connected to the device, for evaluation. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional leak test was subsequently performed on the infusor and monitored for 24 hours. No evidence of a leak was observed on the infusor sample. Additionally, a functional leak test was performed on the pcm. At the normal operation specification of 25 psi, no signs of leakage were observed on any part of the device. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Upon receipt of the device, the lot number was obtained and a batch review was performed. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The reporter initially indicated that the sample was unavailable. However, the sample was returned to baxter for evaluation. Therefore, the device was evaluated.